Event description:
Customer alleges t94hc (legrests) were broken out of the box. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t94hc, serial number/date code and age of product are unknown. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the t94hc elevating leg rests were allegedly broken, out of the box. A replacement set was sent on warranty order # (B)(4). No injury.